Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported by the customer the light from the sensor is burning the bottom of the patients foot. The customer used coban to attache sensor but it not adhered tightly. It was also reported that the affected area is the bottom of the foot and slightly the side of the foot, leaving the area with a minor blister. The customer also reported they checked the sensor twice a day and to date it has not healed.